Event description:
Event reported to MFR, previously. Also most probably user error, but unknown for sure. Temperature cycle parameter without other parameters altered. Temperature did not reach setting necessary to sterilze synthes instruments.